Event description:
It was reported that elevated threshold on the left ventricle (lv) lead was noted. Fluoroscopy was performed and confirmed lv lead dislodgement. There was also notes of impedance issue on the lv lead. On (B)(6) 2025, the physician elected to cap the lead and replace it with new lv lead in left bundle. The patient condition was stable.

Event description:
New information received indicates that high pacing impedance on the left ventricle lead was noted.